Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and duplicated during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries were replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. Should additional information be received, a follow-up medwatch will be submitted.